Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post-operatively, a burned area was noted under the knee. The burn was the same shape as the cable and was deep. The pt will have need of plastic surgery.